Manufacturer narrative:
Unable to confirm customer problem. No problems were found with the pump becoming hot or with the performance of a newly installed 9 volt battery in the pump. There were no reports of any damage being found in the pump or with any unusual messages being found in the event log. The pump was run for a couple days continuously without problem. The pump was found to be operating properly and passed all tests. It should be noted that the pumps 9 volt battery that exhibited the problem was not returned with the pump. The root cause of the problem may have been a defective battery.

Event description:
It was reported that on (B)(6) 2015, the patient was taking tpn, and the battery cadd-prizm® vip system overheated and the pump burned and "almost went on fire." The patient received their full treatment. There was no evidence of sparks, smoke, soot, etc. When the nurse arrived at the patient's house. The pump was very hot to the touch. No patient injury reported.